Manufacturer narrative:
No code for transfusion stopped. Devices were returned to co's svc ctr. They found the devices in the "oral" mode and not in the "cal" mode. Thermometers had been offset to compensate. This resulted in erroneous results. Further investigation found some units may have been dropped, comprimising their function. The customer was provided with proper calibration instructions. Labeling covers this issue, so an inservice was provided. Additionally, product improvements are being investigated which may enhanse the function of the unit when misuse occurs.